Manufacturer narrative:
Additional information added to b.7. The information does not change the conclusion previously reported.

Manufacturer narrative:
UDI: (B)(4). The valve remains implanted and was not returned for evaluation. A DHR review was performed but did not reveal any issues that may have contributed to the complaint event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed but it could be related to patient factors not provided and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the patient's 1 year follow up visit there was some leaflet abnormality on post tte and a decision was made to put the patient on anti-coagulation therapy with coumadin. He had a gradient of 40 mmhg so they decided to watch him as he was somewhat symptomatic. After constant weekly monitoring the leaflets were not getting better so a decision was made to perform a valve-in-valve (2 years post implant). A 26mm s3 valve was successfully implanted within the first and the gradient post procedure was 0, with trace pvl and an excellent angiographic result. Additional information has been requested.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.